Event description:
It was reported by the customer that a pyxis anesthesia es system's keyboard stopped responding, preventing users from removing medication. The customer added that the pharmacy department was called in to unlock the drawers and remove the required medication. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard was working as intended. The customer acknowledged that there were no keyboard malfunctions found after inspection. The system functioned as intended.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-nov-2021 to 10- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue did not reproduce, and the keyboard was working. The system functioned as intended after assessed by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system's keyboard stopped responding, preventing users from removing medication. The customer added that the pharmacy department was called in to unlock the drawers and remove the required medication. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.